Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately stored atrial tachy response (atr) episodes due to far field oversensing. Noise was also observed on both the atrial and ventricular channels which may be from a medical procedure and/or electromagnetic interference (emi). No adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately stored atrial tachy response (atr) episodes due to far field oversensing. Noise was also observed on both the atrial and ventricular channels which may be from a medical procedure and/or electromagnetic interference (emi). No adverse patient effects were reported. At this time, this lead remains in service.